Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that:the reported device 03.632.036 and similar device 03.632.001 are locking holding sleeves for the matrix pedicle screw system. These holding sleeves are the same design, one is a short version (03.632.001) and other one is a longer version (03.632.036). The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides ((B)(4)) illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The received part 03.632.036 lot # 6602187 was returned with the complaint that ¿the threads on the holding sleeve were noted to be stripped and no longer holding.¿ the device was received in the following condition: the distal tip of this locking holding sleeve is coming unraveled at the first level of threading. The tip geometry on the inner sleeve was changed to a more constant outer diameter, and the material of the outer sleeve changed from radel plastic to anodized titanium in dco (B)(4). The received instrument was manufactured in september 2011, after the implementation of these changes. In conclusion, this complaint is confirmed as the tip damage has been verified. This complaint condition was likely caused by off-axis application of the screw:sleeve interface or force applied while the sleeve was not fully seated in the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: magnum manufacturing manufactured the holding sleeve, part number 03.632.036, and lot number 6602187. Due to an unknown cause, the threaded end is damaged. Initially, the part was inspected and conformed to the synthes final inspection sheet. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related and is considered unconfirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during set preparation the threads on the holding sleeve were noted to be stripped and no longer holding. No patient or procedure involvement were reported. This report is for 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.